Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2016 and presented on (B)(6) 2016 with corneal erosion in inferior area of left eye. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of foreign body sensation with blurred vision. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2016: right eye pre-op 20/20 -4.25 x -.25 x 115. Left eye pre-op 20/20 -4.50 x -.75 x 45. Bcva from (B)(6) 2016: left eye post-op 20/20 .25 x -.50 x 175. Bcva from (B)(6) 2016: right eye pre-op 20/20. Left eye pre-op 20/60.